Event description:
Pt called to report adverse event involving his stryker locking device. Pt stated he had an ankle injury in (B)(6) of 2018. Pt said he had ankle surgery on (B)(6) 2018 where he had a stryker locking device placed in his tibial to help hold the bone pieces together. Pt stated in (B)(6) of 2018 the rod broke, and now he is looking into getting a second surgery. Pt is questioning if the device is possibly recalled, and why it broke so soon after implantation.